Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the the foreign material on the device was carbonated blood. However, the final root cause as to why the foreign material remained in the device could not be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found areas where the bending section cover adhesive is discolored and the joint between the ending tube and the distal end is not secured due to the damaged bending tube. Based on the results from the final investigation, the root cause of the foreign material remaining in the device could not be identified. The suggested event may be prevented by handling the device in accordance with the instructions for use (IFU) per bf-uc190f/uc290f/maj-2295 cleaning disinfection sterilization performance.

Event description:
The customer reported to olympus that there was smoke in the image produced by the light guide lens of their evis eus ultrasound bronchofibervideoscope device. The issue was found during an unknown therapeutic procedure. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The customer stated that the issue was due to the carbonization of the patient's clotted blood on the light guide lens. The device was reprocessed, and no signs of carbonization were visible during preparation for use. The customer was able to remove the carbonization themselves. The customer later confirmed that precleaning was performed according to the information for use (IFU). The patient materials were already so burned onto the light guide lens that pre-cleaning did not work. For safety reasons, a full cleaning, disinfecting, and sterilization (cds) process was done according to the IFU and only then the endoscope was sent in to the repair department for evaluation. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the light guide lens was clogged with the charcoaled blood of a patient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.